Event description:
Reported 50 false positive flu b results. A total of 500 tests were performed. The customer communicated the results were confirmed by alternate testing method (method unknown).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard and 5x retuned devices with negative standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate retain & return. Source: phone.